Event description:
Swelling developed in both legs [oedema peripheral]. Arthralgia [arthralgia]. Swelling of both knees/joint swelling [joint swelling]. Could not walk even one step forward [abasia]. Could not stretch out her knees [joint range of motion decreased]. Pyrexia [pyrexia]. Joint effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2012 (additional information received on (B)(6) 2012), from a physician regarding a (B)(6) female pt, initials (B)(6) with gonarthrosis of both knees. The pt's medical history was significant for previous medical device implantation with synvisc, following which the pt developed swelling in back of leg. On an unspecified date in 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection, dosage regimen not provided. The lot number for synvisc was not provided. Three hours following the injection, the pt developed swelling in both legs. On (B)(6) 2012, joint swelling/swelling of both knees and joint effusion developed. In (B)(6) 2012, arthrocentesis was performed and unknown amount of fluid was aspirated. On (B)(6) 2012, the event of pyrexia over 38 degree celsius developed after the 7th synvisc injection. It was reported that she could not walk even one step forward and could not stretch out her knees. On an unspecified date, the pt developed arthralgia and was treated with a new quinolone group and prednisolone. The next morning, fever went down to 36.8 degrees, however it went back up to 37.3 degrees in the evening. The pt received treatment with antibiotics for the event of pyrexia. On (B)(6) 2012, the event of pyrexia recovered. The action taken with synvisc treatment was not provided. The outcome for the events of joint swelling/swelling of both knees, joint effusion, arthralgia, swelling developed in both legs, could not walk even one step forward and could not stretch out her knees was not provided. Relevant concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc and the events of joint effusion/swelling of both knees, joint swelling and pyrexia as possible. The reporting physician did not provide the relationship between synvisc and all the remaining events. This is 1 of 2 reports from the same reporter for the same pt. The total list of cases created from this reporter is (B)(4).

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.